Event description:
A report was received that the patient had an infection at the ipg site and wound dehiscence at the lead site. It was confirmed that both was procedure related and not device related. The patient was prescribed antibiotics. It was reported that the infection was successfully treated.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection at the ipg site. Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site and wound dehiscence at the lead site. It was confirmed that both was procedure related and not device related. The patient was prescribed antibiotics. It was reported that the infection was successfully treated.